Manufacturer narrative:
H-11 : corrected investigation summary: "this report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that while in use on a patient the device gave an error da pcba adc failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem in the event log. The rse informed the customer that the manufacturer recommendation is to replace the da to mc cable first. The customer then ordered the replacement cable. The customer replaced the da to mc cable to resolve the reported issue. Customer was informed that if there were any further issues to contact philips for further assistance. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. Conclusion: the determination is that the device failed to meet specifications. The device was in use on a patient when the reported event occurred but there was no harm reported to the patient and the device was swapped out."

Event description:
It was reported by customer biomed; states while in use the v60 unit shutdown and gave error code 1006 da pcba adc failed. Unit was removed from service without any harm to the customer or patient. Remote service engineer trouble shot with customer and code was identified in event log. Informed customer manufacturer recommendation is to replace the da to mc cable first. Customer ordered replacement cable. Customer found that unit still had 1st gen cable and installed 2nd gen cable resulting in unit properly powering on. Customer states he will test unit and call back if further assistance is needed. Investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.